Event description:
Boston scientific crm received information that a latitude alert was issued for this cardiac resynchronization therapy defibrillator (crt-d) due to tachy mode being in other than monitor + therapy. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. Records indicate the device remains implanted. Should additional information become available this event will be updated.